Manufacturer narrative:
(B)(4). Batch # p56t8l. Device analysis: the analysis results that one psee60a device was returned with no visual non-conformance's and with an ecr60d cartridge reload present. The cartridge was received fully fired, broken in two parts and with the pan dislodged. In addition the cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged on the cartridge, it is possible that the damaged was due to an improper handling of the cartridge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the cartridge was broken when it was forcibly removed after the first firing. Then, the second cartridge could not be loaded into the jaws. The sales rep confirmed that the cartridge pan of the first cartridge was left inside the jaws. The cartridge color was gold. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient.